Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the elevator wire at the distal end was completely broken. The angulation was low and there was play, due to the deterioration of the angle wire. The bending section rubber was worn. The insertion tube was scratched and dirty, and the coating had peeled off. The universal cord was scratched and the coating had peeled off. The o-ring of the electrical connector was replaced and there was no leakage. There were no abnormalities on the control section and endoscope connector. Omsc confirmed the following from the photos sent by (B)(4). The inside of the light guide lens turned brown. Cleanable areas such as around the air/water nozzle were dirty. Therefore, omsc determined that reprocessing by the user was not appropriate. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. The user can properly detect reported event and reduce or prevent it from occurring, by handling the device according to the instruction manual. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the above information and past similar cases, the inside of the light guide lens may have become dirty due to gaps in the adhesion of the light guide lens due to physical stress, chemical stress, storage environment, improper reprocessing, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the inside of the light guide lens was dirty. There was no report of patient injury associated with the event.